Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button moisture damage at keypad traces. No button error alarms noted. The insulin pump was tested after cleaning the keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call keypad anomaly. Customer was hospitalized and blamed the insulin pump. Customer advised that there was a button error on the device and during a bolus attempt the buttons would get stuck. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.